Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, while physician was trying to place a flow diverter the subject guidewire was used to navigate the guide catheter and microcatheter to the middle cerebral artery. The subject guidewire was advanced to navigate beyond the target lesion but it was not responding as observed in fluoroscopy. On withdrawal, the distal tip of the subject guidewire was found fractured and was left inside the patient¿s anatomy. Patient has a moderately tortuous anatomy and there was a surgical delay of 2 hours. The procedure was completed successfully. No additional information available.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was rinsed and prepared correctly before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped as per factory preformed, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. An infinity long sheath and excelsior xt27 microcatheter were used in the procedure in conjunction with the subject device. The device was in use on the patient at the time of the event. The tip of the guidewire was left in the middle cerebral artery. A snare device was not used to remove the broken part out of the patient anatomy. At the time of removing the microcatheter there was friction/resistance encountered during the procedure. There was a lack of torque encountered during the usage of the device that could have contributed to the issue. The issue was noted when removing the microguide from the microcatheter. The break was made at the moment of removing the microguide from the microcatheter, part of the tip. The same microcatheter with a new microguide was used to complete the procedure. The patient presented with a little vaso-spasm. There was no stenosis in the patient. So far there have been no adverse consequences to the patient. The current condition of the patient is stable. The medical procedure for the subject guidewire was used for implantation of flow diverter. The broken guide wire caused patient considerable vaso-spasm but it did not cause any serious injury up to that moment. A small dose of nimodipine was given for the treatment of vasospasm. The patients vaso-spasm was treated by placing the flow diverter the area of the vaso-spasm. There was no additional medical intervention or surgery planned to remove the broken guidewire fragment out of the patient anatomy. There was no friction resistance felt while advancing the microcatheter over the guidewire. There was always fully visibility during advancement or retrieval of the guidewire. There was resistance encountered until the guide breaks. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported ¿guidewire difficult to remove/withdraw from catheter', ¿guidewire distal tip broken/fractured during use¿, ¿un-retrieved device fragments¿ and ¿guidewire torque problem¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿¿patient vasospasm non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure, while physician was trying to place a flow diverter the subject guidewire was used to navigate the guide catheter and microcatheter to the middle cerebral artery. The subject guidewire was advanced to navigate beyond the target lesion but it was not responding as observed in fluoroscopy. On withdrawal, the distal tip of the subject guidewire was found fractured and was left inside the patient¿s anatomy. Patient has a moderately tortuous anatomy and there was a surgical delay of 2 hours. The procedure was completed successfully. No additional information available. Additional information received on 28-jan-2022 indicating that the subject guide wire encountered torque problem while advancing inside the patient anatomy and resistance was felt while removing the subject guidewire from the microcatheter. The patient experienced little vasospasm as a result of the subject guidewire broken inside the patient anatomy. An additional medication was given to the patient and second flow diverter was implanted to treat the vasospasm. The patient current condition is stable and no clinical consequences were reported to the patient due to this event.